Event description:
As reported, the patient was enrolled in a (B)(4) study (B)(4) for sfa and the case number is (B)(4). The patient had two (2 each) 120/150 smart control 6 x 150 stents implanted in the mid right superficial femoral artery (rsfa) target lesion during the study index procedure. There were no reported procedure or product issues reported during the procedure. The lesion was reported to be: an 86.9% stenosis, moderately calcified, and tortuous. Approximately thirteen months after the procedure, the patient developed leg gangrene and a surgical amputation of the right leg was performed. No further information of the patient status was available at this time. Additional information has been requested.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851700 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Twelve (12) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15851700 therefore, no corrective and preventive actions will be taken at this time. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2015-00012 and # 9616099-2015-00013. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that it was unknown if the two stents were overlapping. There was no reported product issue with the stents involved. The patient exhibited signs of gangrene at the time of the index procedure. The patient¿s medical history is unknown. The patient was not on a medical regimen post-procedure. The relationship of the event to the study devices/procedure was none. No additional information is available. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2015-00012 and # 9616099-2015-00013. Based on the additional information received, the file is being changed to a non-complaint based on the patient's pre-existing condition.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report #9616099-2015-00012 and # 9616099-2015-00013.